Event description:
Livanova deutschland received a report regarding an essenz heart-lung machine (hlm) cockpit that unexpectedly froze and rebooted during procedure. No patient injury was reported in association with the event.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova manufactures the essenz hlm system. The event occurred in (B)(6), italy. A review of the complaints database indicated that similar events have been reported by other customers. It was noted that, throughout the reboot event, the pumps continued to operate normally, and the system remained fully controllable via the backup control unit, with no impact on the clinical procedure. The reboot behavior is an intended design mitigation to re-establish the user interface in the event of an unrecoverable exception at the tscp board level. In such cases, the linux operating system resets the application to restore normal operation. By design, during the reboot process, the heart-lung machine¿s critical functions, including pumps, alarms, sensors, and safety systems, remain fully operational and perform as intended. During the reboot, the cockpit display shows the livanova logo, and once the user interface is restored, the ¿last case¿ function allows the user to retrieve all previous settings and resume operation without data loss. Livanova initiated an improvement action aimed at further reducing the already low frequency of occurrence of this type of event. Based on the available information, the associated risk is considered low and in the acceptable region. Livanova will keep monitoring the market.